Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the pt started to complain a hip pain on (B)(6) 2012. At this time, the surgeon found a bare sinking and stem loosening on a x-ray. (B)(6) 2012, he found an advanced sinking on a x-ray. Therefore, the pt had a revision surgery to replace the accolade stem due to a hip pain and stem sinking (10mm over). During the revision surgery, he could remove the stem without a struggle because the stem loosened completely into the femur. There were no bone on grows marks and ha coating on the stem.